Event description:
It was reported that the patient received a vibratory alert for low pacing lead impedance which was reproducible during provocative testing. Lead was explanted and replaced.

Manufacturer narrative:
Several external insulation abrasions found between 23.5 and 27cm, consistent with lead friction to ICD. Clavicle crush was noted at 32.5 to 33.5cm from the connector pin. The damage found could contribute to impedance issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.